Event description:
Dlu was opened to 38.5mm. Anvil was removed and purse-stringed into proximal bowel. Dlu and anvil were retacted to 6.5mm. Surgeon was unable to close further. After numerous attempts to open and close dlu failed, dlu was cut out of the bowel. Procedure was completed with another device.